Event description:
It was reported that a patient experienced a connection issue between the supply bag and cassette. This occurred during dwell two of peritoneal dialysis therapy. There was a loose connection and the supply bag became disconnected. The technical service representative advised the patient to end the therapy and complete therapy via continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . This is a report of use error, where there was a loose connection on the supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.